Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: corrected device implant date to unknown. Evaluation summary; (B)(6) the actual device was not received for evaluation however we did receive performance data collected from the device and have analyzed the data. There are 4941 high impedance measurements after lead warning on (B)(6)-2010. There is apparent noise seen in the auto atrial heart rate episodes.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that an atrial lead warning fired due to high impedance. It was also reported that the atrial egm was noisy and that mode switches occurred in bipolar and unipolar mode. The lead was capped. No patient complications as a result of this event